Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump was not working. The customer reported hypoglycemia treated with glucose. The customer reported blood glucose value of 63 mg/dl. The event involved product(s) mmt-1884l, mmt-7040a, mmt-342, mmt-442a. Troubleshooting was performed for low blood glucose. The customer had used the insulin pump system within 48 hours of the reported low blood glucose event. The customer used the smartguard/auto mode of the insulin pump at the time of reported low blood glucose event. No further patient complications were reported. It was expected that the customer would discontinue the use of the pump. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-342. No product return is required for mmt-442a.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Successfully downloaded history files and traces using thump. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 29-jan-2025 listed on smartsolve due to insufficient data in the trace/history files. On the event date of 29-jan-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. In further review of the formatted history file 2 days prior to the event date of 29-jan-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 01/28/2025 18:55:00.000. Sgcalibrationerror (776) was found on: 01/28/2025 21:04:30.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was found on: 01/29/2025 14:51:02.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.53 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.